Event description:
It was reported the customer was receiving no delivery alarms on their insulin pump. The customer stated they did not have time to troubleshoot the issue. The customer was advised the no delivery alarms can be caused by the body type and scar tissue the customer has. The customer was also advised to complete an infusion set change. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)